Manufacturer narrative:
On 23-sep-2020, the investigation on the suspected medical device was completed. Investigation summary: during visual evaluation of the device, siltex cracking was observed on the posterior aspect. Additionally, a tear measuring approximately 0.5 cm was found within the siltex cracking. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with two 400 cc mentor memorygel breast implant prostheses and experienced postoperative bilateral rupture. MRI performed on (B)(6) 2020 indicated possible rupture, and the diagnosis was confirmed by a healthcare professional. As a result, the patient underwent bilateral explantation on (B)(6) 2020. This report is for the right-sided prosthesis.

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 24-sep-2020, it was found that additional information regarding the replacement devices and revision surgery was omitted on the previous report. The patient underwent bilateral removal and replacement with two 300cc mentor memorygel breast implant prostheses (catalog #: 3503004bc, left serial #: (B)(6), right serial #: (B)(6)). Manufacturer's reference number: (B)(4).